Manufacturer narrative:
The actual complaint product is reported to be available but not yet returned. The device history record for the reported lot number, m6062t503, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that when removing the y-adaptor to enable the administration of surfactant, the connector which inserts into the endotracheal tube broke off inside the tube. The piece was retrieved and the patient desaturated. The tube did not have to be removed. No additional information was provided.

Manufacturer narrative:
One sample evaluation was returned. The returned 3.0 y- adapter exhibited a detached tip. The sections were examined under magnification. The tip was broken at the point of insertion into the y- body. The bond of the tip to the body was intact, as the broken portion of the tip remains and was visible inside the base of the body. The severed edges were jagged, with visible stress whitening on both pieces. The detached top was also viewed from the side. There was visible stress whitening marks extending vertically along the tip. There was also vertical indentations on the outer surface of the tip. These indentations were evenly spaced and were seen on opposing sides of the tip. All information reasonably known as of 26-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received 08-dec-2017 stated the unit manager of the hospital reported that the baby was doing well with no issues related to the incident.